Event description:
It was reported by provider that the left side front rigging was damaged on the 3gtqsp power chair. She states there were no injuries but didn't states specifically what happened to the chair other than the chair is damaged on one side. The provider didn't remain on the line for information gathering.